Event description:
It was reported that an occlusion alarm occurred. The customer determined that the infusion set tubing was the cause. The customer's blood glucose level was impacted (437 mg/dl).

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available a supplemental report will be submitted.